Event description:
It was reported that the patient felt 'jumping' on the left side of the chest. Patient was referred to discuss with physician in more detail. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.